Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('pain in the lumbosacral spine') in a 45-year-old female patient who had essure (batch no. D46955) inserted for menometrorrhagia. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "the implants were placed for persistent menometrorrhagia" on (B)(6) 2016 and device use issue "the implants were placed for persistent menometrorrhagia". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criterion intervention required) and migraine ("migraine / increase in the frequency and intensity of right temporo-frontal migraines"). The patient was treated with surgery (total right and left salpingectomy allowing for the total removal of the devices.). Essure was removed on (B)(6) 2021. At the time of the report, the back pain and migraine outcome was unknown. The reporter considered back pain and migraine to be related to essure. The reporter commented: removal of implants at the request of the patient. Implants sent to anatomo-pathology. No information on the evolution of symptoms after removal of the implants (patient not seen in consultation since). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2016: correct position of the implants. Batch no d46955 production date 2015-01-12 expiration date 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ('pain in the lumbosacral spine') in a (B)(6) year-old female patient who had essure (batch no. D46955) inserted for menometrorrhagia. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "the implants were placed for persistent menometrorrhagia" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain (seriousness criterion intervention required) and migraine ("migraine / increase in the frequency and intensity of right temporo-frontal migraines"). The patient was treated with surgery (total right and left salpingectomy allowing for the total removal of the devices.). Essure was removed on (B)(6) 2021. At the time of the report, the back pain and migraine outcome was unknown. The reporter considered back pain and migraine to be related to essure. The reporter commented: removal of implants at the request of the patient. Implants sent to anatomo-pathology. No information on the evolution of symptoms after removal of the implants (patient not seen in consultation since). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2016: correct position of the implants. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.